Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: abdominal'), fallopian tube perforation ('perforation (other) location of the perforation: fallopian tube'), genital haemorrhage ('abnormal bleeding'), gingival disorder ('gum decay') and dental caries ('multiple cavities') in a 34-year-old female patient who had essure (batch no. 952107) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 and abortion (2). No vaginal discharge,no abdominal pain; no chills; no fever; no nausea; no vomiting; no urinary frequency; no vaginal irritation,no pathologic diagnosis. Previously administered products included for allergy: sulfonamides; for an unreported indication: loseasonique from july 2012 to 2013, mirena from 2006 to 2012, prenatal vitamin, adderall and penicillin. Concurrent conditions included abdominal tenderness, abdominal bloating, abdominal cramps, menstrual cycle abnormal, surgery, urogenital disorder, dyspareunia, perineal pain, nabothian cyst, adenomyosis and body mass index high. Concomitant products included oral contraceptive nos for birth control and ethinylestradiol;levonorgestrel (quasense) in 2016 for pain. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain: abdominal pain"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary retention ("bladder or urinary problems or changes: difficulty emptying bladder at times"), urinary tract disorder ("bladder or urinary problems or changes") and fatigue ("fatigue"). In 2015, the patient experienced gingival disorder (seriousness criterion medically significant), dental caries (seriousness criterion medically significant) and teeth brittle ("teeth breaking") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 4 years after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and depression ("depression"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and three teeth extraction). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the fallopian tube perforation, genital haemorrhage, gingival disorder, dental caries, abdominal pain, depression, vaginal haemorrhage, menorrhagia, urinary retention, urinary tract disorder, migraine, teeth brittle, dysmenorrhoea and weight increased outcome was unknown and the alopecia, headache and fatigue had resolved. The reporter considered abdominal pain, alopecia, dental caries, depression, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, gingival disorder, headache, menorrhagia, migraine, pelvic pain, teeth brittle, urinary retention, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-may-2019: quality safety evaluation of product technical compliant. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: abdominal"), fallopian tube perforation ("perforation (other) location of the perforation: fallopian tube"), genital haemorrhage ("abnormal bleeding"), gingival disorder ("gum decay") and dental caries ("multiple cavities") in a 34-year-old female patient who had essure (batch no. 952107) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 and abortion (2). No vaginal discharge,no abdominal pain; no chills; no fever; no nausea; no vomiting; no urinary frequency; no vaginal irritation,no pathologic diagnosis. Previously administered products included for allergy: sulfonamides; for an unreported indication: loseasonique from (B)(6) 2012 to 2013, mirena from 2006 to 2012, prenatal vitamin in 2011, adderall in 2001 and penicillin. Concurrent conditions included abdominal tenderness, abdominal bloating, abdominal cramps, menstrual cycle abnormal, surgery, urogenital disorder, dyspareunia, perineal pain, nabothian cyst, adenomyosis and body mass index high. Concomitant products included oral contraceptive nos for birth control and eugynon (quasense) in 2016 for pain. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain: abdominal pain"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In february 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary retention ("bladder or urinary problems or changes: difficulty emptying bladder at times"), urinary tract disorder ("bladder or urinary problems or changes") and fatigue ("fatigue"). In 2015, the patient experienced gingival disorder (seriousness criterion medically significant), dental caries (seriousness criterion medically significant), teeth brittle ("teeth breaking") and weight increased ("weight gain"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, 4 years after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and depression ("depression"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy), surgery (three teeth extraction) and surgery (three teeth extraction). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the fallopian tube perforation, genital haemorrhage, gingival disorder, dental caries, abdominal pain, depression, vaginal haemorrhage, menorrhagia, urinary retention, urinary tract disorder, migraine, teeth brittle, dysmenorrhoea and weight increased outcome was unknown and the alopecia, headache and fatigue had resolved. The reporter considered abdominal pain, alopecia, dental caries, depression, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, gingival disorder, headache, menorrhagia, migraine, pelvic pain, teeth brittle, urinary retention, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 31-jul-2018: the reporter information was added. Her concurrent condition was added. Essure insertion date was added. Concomitant medication was added. Event: bladder or urinary problems or changes was updated to difficulty emptying bladder at times and dental problems/ dental issues was updated to teeth breaking, multiple cavities and gum decay. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), fallopian tube perforation ("perforation (other) location of the perforation: fallopian tube") and genital haemorrhage ("abnormal bleeding") in a (B)(6) female patient who had essure (batch no. 952107) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 2. No vaginal discharge, no abdominal pain; no chills; no fever; no nausea; no vomiting; no urinary frequency; no vaginal irritation, no pathologic diagnosis. Previously administered products included for allergy: sulfonamides; for an unreported indication: loseasonique from july 2012 to 2013, mirena from 2006 to 2012 and penicillin. Concurrent conditions included abdominal tenderness, bloating, abdominal cramps, menstrual cycle abnormal, surgery, urogenital disorder, dyspareunia, perineal pain, nabothian cyst and adenomyosis. Concomitant products included oral contraceptive nos for birth control and eugynon (quasense) in 2016 for pain. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping),"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and migraine ("migraines"). In 2015, the patient experienced alopecia ("hair loss"), tooth disorder ("dental problems/ dental issues") and weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), depression ("depression"), headache ("headaches") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the fallopian tube perforation, genital haemorrhage, abdominal pain, depression, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, tooth disorder, dysmenorrhoea and weight increased outcome was unknown and the alopecia, headache and fatigue had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, depression, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 10-may-2018: plaintiff fact sheet received, new reporter, patient demographic information, lab data, relevant history essure indication and lot number, new events abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, migraines, dysmenorrhea (cramping), fatigue, and perforation (other) location of the perforation: fallopian tube were added; events outcome and start dates updated. On 21-may-2018: medical records received, new reporter and patient relevant information were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), tooth disorder ("dental issues"), alopecia ("hair loss"), headache ("headaches"), abdominal pain ("abdominal pain") and depression ("depression"). The patient was treated with surgery (to remove the essure implant ). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, tooth disorder, alopecia, headache, abdominal pain and depression outcome was unknown. The reporter considered abdominal pain, alopecia, depression, genital haemorrhage, headache, pelvic pain, tooth disorder and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.